Event description:
Philips received a complaint by the customer on the v60 indicating that a 1200 "patient disconnect" alarm error occurred during device setup. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as a 1200 "patient disconnect" alarm error occurred during device setup. A service quote was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) was then dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the gas delivery system (gds) per the v60 service manual, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.